Event description:
It was reported that the device had no power. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection and functional testing noted the downstream occlusion (dso) seal was breached. The dso seal was replaced, and the dso sensor was calibrated. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.